Event description:
It was reported on 27 april 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) small atrium, dense chordae-tethered, myxomatous leaflets for a mitraclip procedure. During the procedure, imaging was sub-optimal due to patient's complex anatomy. The clip was unable to achieve satisfactory leaflet grasping and capturing. Consequently, an attempt was made to remove the clip from the anatomy. During retraction, the clip became entangled with the chordae. Troubleshooting maneuvers were performed but were unsuccessful; therefore, the clip was deployed on the chordae and both leaflets. During the deployment sequence of the second mitraclip, the grippers exhibited anatomical interaction with both leaflets. While attempting to grasp and capture the leaflets, damage to the anterior leaflet was observed. As a result, the clip was removed from the anatomy, and the procedure was terminated. The mr remained unchanged post procedure. On (B)(6) 2026, the patient underwent mitraclip replacement surgery. The patient was reported to be in stable condition. There was no clinically significant delay reported.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.